Event description:
A report received from the USA stated an 840 ventilator experienced a graphical user interface (gui) central processing unit (cpu) issue. There was no reported pt involvement. The date of the event is unk. There was no add'l info provided.

Manufacturer narrative:
During a f/u with the user facility, it was found that the device was inspected by a covidien customer support engineer (cse). The cse upgraded the software to revision ak. The device passed performance verification testing according to manufacturer specifications. (B)(4).